Event description:
Initial report from facility indicated that while using a viking m mobile lift during a transfer that the resident had fallen and broken an arm. On-site investigation - the administrator explained that it was her opinion that the incident and subsequent injuries were due to several violations of the facilities safe lifting policies and user error. Resident had been taken to hospital where it was discovered that the resident had received a fractured femur, fractured ribs and broken hip. Approximately 24 hours later, the patient developed "complications involving a blood clot" that caused the patient to expire.

Manufacturer narrative:
MDR is being filed due to alleged injuries sustained and subsequent death of the resident. This incident is viewed as user error issue and not a product problem.